Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported material deformation appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition). There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex (cx) artery with mild tortuosity and moderate calcification. Coronary revascularization was performed to treat lesions in the cx and left main coronary artery(lmca). In a therapeutic catheterization, the lesion in the cx was progressed being anterogradely occluded. Pre-dilatation was performed with a 1.5 x 20 mm unspecified balloon catheter and then a 2.0 x 20 mm unspecified balloon catheter. A 2.75 x 18 mm sierra stent was deployed in the cx ostium at 16 atmospheres (atms). Then dilatation was performed with the same balloon and inflated to 18 atms in left main coronary and cx artery. The lmca lesion was dilatated crushing the cx stent proximal portion (minicrush). Then the lmca lesion was treated with a non-abbott stent. First the strut was opened towards the cx with a 1.5 x 20 mm unspecified balloon catheter and then with higher pressure using a 3.0 x 20 mm unspecified balloon catheter. Finally prolonged inflation was performed with 18-20mm unspecified balloon catheters. Due to persistent stent recoil of the xience sierra in the third proximal cx, a decision was made to implant a non-abbott stent in the crushed proximal end of the xience sierra. Then a 3.0 x 15 mm non-abbott stent was advanced to the third proximal cx to treat the persistent stent recoil. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: two images of the left coronaries were received. The first image is a spider shot of the left coronaries. The take-off of the left circumflex is noted and it does appear to be narrowed. The take-off of the lad and the distal lm are also narrowed. The second image is a close-up of the stented area and the image is quite grainy. A narrowed take-off of the artery from the left main is appreciated. The images are not good enough quality to appreciate any stents within the images.